Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing impedance on the right ventricular (rv) lead was steadily increasing to high/undefined values. The rv lead was reprogrammed and the rv lead impedance alert was turned off. The lead remains in use. No patient complications have been reported as a result of this event.